Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was incisional hernia and postoperative diagnosis was incisional hernia and small bowel tear. The procedure performed was incisional herniorrhaphy with mesh implantation and small bowel enterorrhaphy. (B)(6) 2015 - underwent a surgical procedure for exploratory laparotomy with small bowel resection x3. The pre-op and post-op diagnosis was small bowel obstruction. (B)(6) 2016 - the patient underwent a surgical for incisional herniorrhaphy and removal of infected hernia mesh. The pre-op and post-op diagnosis was incisional hernia and infected abdominal wall mesh. (B)(6) 2017 - the patient underwent surgical revision for a incisional hernia repair including extensive lysis of adhesions resection of small bowel, removal of mesh, open component separation, and primary closure of the abdomen with no mesh. The patient experienced pain, adhesions, re-herniation, scarring, sinus tract, and small bowel resection. Patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was incisional hernia and postoperative diagnosis was incisional hernia and small bowel tear. The procedure performed was incisional herniorrhaphy with mesh implantation and small bowel enterorrhaphy. On (B)(6) 2015 - underwent a surgical procedure for exploratory laparotomy with small bowel resection x3. The pre-op and post-op diagnosis was small bowel obstruction. On (B)(6) 2016 - the patient underwent a surgical for incisional herniorrhaphy and removal of infected hernia mesh. The pre-op and post-op diagnosis was incisional hernia and infected abdominal wall mesh. On (B)(6) 2017 - the patient underwent surgical revision for an incisional hernia repair including extensive lysis of adhesions resection of small bowel, removal of mesh, open component separation, and primary closure of the abdomen with no mesh. The patient experienced pain, adhesions, re-herniation, scarring, sinus tract, and small bowel resection. Patient is deceased.